Event description:
This report pertains to the second of two events that occurred during the same procedure. Refer to manufacturer report #3005099803-2008-2029 for a description of the first event. It was reported to boston scientific corporation on april 15, 2008 that a gold probe was used during a colonoscopy procedure (patient age, gender and weight unknown). According to the complainant, during the procedure there was no electrical charge to the probe. The procedure was completed with a third gold probe device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4).